Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. One device was implanted on (B)(6) 2009 using boston scientific's precision twist device. Revision surgery took place on (B)(6) 2011 to remove pieces of the device that had eroded into the bladder floor. The pt complained of infection, tissue damage, erosion, pain, dyspareunia and bleeding. The complaint via the attorney was that the pt suffered an injury (unspecified). It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.